Event description:
The catheter was placed in the left subclavian vein on 11/21/96. After placement of the catheter, during infusion of tpn, tissue swelling and infiltration were noted. The infusion was stopped and the catheter was removed by the surgeon.

Manufacturer narrative:
Returned for eval is a 9.5fr dual lumen catheter with collage cuff. It appears to be complete. Red distal lumen leg has been truncated, but has a red blunt hub inserted in end. Most of white sheath of hub's cannula has been removed, exposing grit blasted surface of cannula inside lumen. This may have been done when leg was repaired. White proximal leg has whit blunt hub inserted and has a piece of yellow tape around connection. Words, "#2 IV/meds & blood", are written in black pen on tape. Both lumens appear to be clear. Catheter measures approx. 25" long. Dacron cuff is clean and free of residue. A thin layer of collagen cuff's organic material remains on its silicone sleeve. A black suture filament is tied tightly around catheter approx 1/8" proximal to collagen cuff's sleeve. There is gummy tape residue around sutured area. Notes in file indicate that a subcutaneous leak with extravasation occurred one day after catheter placement. Catheter tubing is tactually examined for tensile elongation or deformation. No elastic weakness is noticed. When catheter tubing is placed under slight tension between fingers it narrows at several locations. There are two annular impressions proximal to three dot depth mark. There is a similar weakness at proximal valve. Tubing has been compressed and flattened through valve just proximalto tip plug. Approx 1/4" proximal to this is another site of same type of compressive damage. This type of damage is sustained through use of narrow jawed clamping device. Both lumens of proximal segment are flushed using a 12cc syring filled with water attaced to either connector hub. Both lumens flush freely. With distal tip of catheter occluded through finger pressure, both lumens are tested independently for leaks. White proximal lumen is pressurized and inspected for leaks. No leaks are detected. Red distal lumen is tested and a small stream of water sprays from a tiny pin hole at one of annular impressions approx. 0.2" proximal to dot of 3 dot depth mark. Tubing is viewed under maginfication. Two tiny scratches are seen in ine with each other. One appears to be straight nick mark from a sharp edge. Other appears to be a puncture that breaches lumen. There are other markings near this damage that are visible in blue stripe. They appear to be grip marks from a serrated jawed clamping sunstrument, such as hemostats. It appears that tubing has been damaged through use of this clamping device. Since leakage was noticed after first day of plecement, catheter was rpobably handled with this instrument at placement. Use of such an instrument is warned against in MFR's instructions for use because of risk of damage ot silicone tubing.